Event description:
While pulling vincrisistne up from vial into eqaushield closed system syringe, the medication went behind the plunger and filled the barrel of the syringe. Due to this, when the medication was unable to be given and had to be wasted.